Event description:
The bipap a40 silver series ventilator was returned and evaluated by the philips service center for preventative maintenance. There was no harm or injury reported. The device evaluation found the device did not have functioning alarms; the device did not alarm when required. The main circuit board assembly was replaced to address this issue. Additional findings not related to the malfunction/issue: the user interface pane was noted to have cosmetic damage. The panel was scratched and was replaced. As part of the maintenance procedure to prevent failure, the blower and outlet flow path were replaced. The device passed final testing and was confirmed to operate properly.